Event description:
Reported being hospitalized with dka. Unable to complete troubleshooting, customer's family member stated she has a tubing clamp at home. Advised customer to call back to complete troubleshooting.